Event description:
Additional information was received from a consumer (con) via a rep. It was reported that the patient had to force their first urine, after the procedure, out. They were also confused about managing the remote. At the hospital, on the day prior to the report, they started to feel vaginal cramping outside of their labia and a half inch inside, which was uncomfortable. It was noted that it was not as bad on the day of the report. They lowered the stimulation to 0.6 and it felt much better and they were not feeling vaginal cramping. They also fell twice on the day of the report and the bandage was bloody on the left side, by their hip area. On 2017-04-09, it was reported that the patient hadn't had a bowel movement since (B)(6) 2017. Their spouse gave them an enema on the day of the report and they were able to go a few hours after this. On (B)(6) 2017, it was reported that the patient had watery stool, but was happy with the bladder results. On (B)(6) 2017, it was also reported that they had watery and loose bowel movements and constipation. They noted that they had more fluid intake. There were no device issues or further complications reported or anticipated.

Event description:
Information was received by a manufacture representative (rep) via a trial patient regarding an external neurostimulator (ens). Patient reported difficulty having a bowel movement since starting antibiotics. Patient was advised to call their doctor if the concern continues. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.